Manufacturer narrative:
As no lot # was provided, a review of the device history record, complaint history database, nonconformances and capas could not be completed. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, a patient experienced a bowel injury [perforation] during a recent sacrolpopexy. The surgeon proceeded to place the restorelle xl as normal.